Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the cardiomems sensor had migrated from the pulmonary artery to the right ventricle (confirmed via posteroanterior and lateral chest x-ray on (B)(6) 2026). Awaiting further information.

Manufacturer narrative:
Sensor migration was confirmed via chest x-ray. No adverse events were caused by the migration, and the patient is not using the cardiomems system. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.